Manufacturer narrative:
Ptc investigation result was received on 04-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is also an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported a breakage event, technical issues as well as possible usability issues but these reported events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that both a deployment difficulty and breakage event are anticipated events. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and the gold band was missing when the physician attempted to withdraw. This case is medically confirmed. The gold band was missing (considered as device breakage) is non-serious, upon receipt of technical investigation, event the gold band was missing interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated) and regarded as near-incident. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during attempt of essure insertion. Based on the information received, company considers the reported event to be related to essure. Additionally, non-serious events were reported: the physician went to release it, it clicked, but essure did let go of it; when she attempted to withdraw, the center part of the essure stretched; there were only two coils trailing into the uterus; complication of device insertion. According to ptc analysis , the technical investigation concluded "unconfirmed quality defect" and noted that both a deployment difficulty and breakage event are anticipated events. Based on the information available, there is no reason to suspect a quality defect. Further information will be requested.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the following events. On an unspecified date essure (fallopian tube occlusion insert) was inserted for permanent birth control. Physician stated that during attempt of essure insertion, she went to release it, it clicked, but essure did let go of it. When she attempted to withdraw, the ctr part of the essure stretched and the gold band was missing. There were only two coils trailing into the uterus. Company causality comment: a female pt of unspecified age had essure (fallopian tube occlusion insert) inserted and the gold band was missing when the physician attempted to withdraw. This case is medically confirmed. The gold band was missing (considered as device breakage) is non-serious, unlisted event for essure according to the reference safety info and regarded as near-incident. During difficult insertion/removals single cases have been reported of essure breakage. In this particular case, the device breakage occurred during attempt of essure insertion. Based on the info received, company considers the reported event to be related to essure. Additionally, non-serious events were reported: the physician went to release it, it clicked, but essure did let go of it; when she attempted to withdraw, the center part of the essure stretched; there were only two coils trailing into the uterus; complication of device insertion. Further info will be requested.

Manufacturer narrative:
(B)(4).